Event description:
It was reported that a malfunction alarm occurred and that the customer received a power source alert. Customer¿s blood glucose (bg) level was 600 mg/dl and diabetic ketoacidosis. A manual injection was given to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.